Event description:
It was reported that during a da vinci total hysterectomy procedure, the tip of the harmonic curved shears insert broke off and fell inside of the patient. The piece was immediately retrieved and the planned surgical procedure was completed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the insert was returned with a .585" x .085" piece of the curved blade detached. The blade is broken near where it transitions from straight to curved. The curved blade has a scratch mark on the inner surface that contacts the teflon teeth of the clamp arm, likely caused by an instrument collision or rough handling. The fracture surface of the curved blade has a section that exhibits striations, which are indicative of fatigue failure. The curved blade was most likely not able to withstand the repeated impact/bending loads imposed on it. Engineering also observed that the distal end of the shaft of the insert has scratches. Based on the location and appearance, the scratches were most likely caused by instrument collisions, or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.